Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 30-40's mg/dl. Cause was not known. Reportedly the customer lost consciousness and had seizures due to the bg level. Customer's neighbors contacted customers spouse and emergency medical technicians (emts). Emts provided intravenous therapy (IV) of fluids and a glucose emergency kit to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.